Event description:
Additional information was received from a consumer reported that this was in regards to their 2 high school friends who live in (B)(6). The caller would not provide names. It was reported that the caller did not know the manufacturer that made their one friend's device.

Manufacturer narrative:
The report regarding the second friend was addressed in MDR #3007566237-2016-02489. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an scs neurostimulator. It was reported that the consumer had reached out to 2 friends who also had scs device and who told them that they get some burning as well.